Manufacturer narrative:
This report is being supplemented to provide a correction and additional information based on the review of the customer results of third-party testing. Correction: d9. Updated fields: h11. The customer provided an additional result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: brush/wash. Cfu: pseudomonas aeruginosa > 100. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional culture test results were subsequently received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer results of third-party testing, the device evaluation and the complaint investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: june 27, 2025 sampling from: suction biopsy channel, air-water channel, flushing and brushings. Cfu: no growth after 7 days incubation. The device was returned to olympus for evaluation where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.